Event description:
As reported by the user facility: limited information was provided, however, it was reported that the unit infused the wrong amount involving a patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: the reported issue was not present during investigation.delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 54 seconds or 102% of expected accuracy. Perform preventive maintenance service.